Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that the blade was exposed. The conductor wire was undamaged. No significant biodebris was found at the instrument tip. The blade was manually placed in the blade track and the self-check passed on an in-house is 3000 system. The vessel sealer passed cut and seal function testing with no problems. The instrument was reinstalled twice but homing failed both times. Failure analysis also observed that the instrument snake wrist was dislodged. The one snake wrist was dislodged at the distal end of the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that a non recoverable fault (blade exposed) occurred with the vessel sealer instrument during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.